Event description:
Falsely depressed sodium (na) results were obtained on two patient samples. The results were reported to the physician. The samples were repeated and higher results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed na results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.